Event description:
This is a follow up #1 to report investigation findings of the visual-ice system. Refer to h10. In addition, follow up with the physician via email was performed on (B)(6) 2019 and (B)(6) 2019. It was reported that the patient underwent cryoablation for metastatic breast lesion at thoracic vertebrae (t8) for palliative intent. Three cycles were used for treatment owing to shortened cycle and needle clog at 6 minutes. Prof mahnken confirmed treatment was completed, palliative goal was achieved, and the patient is reported to be doing well. Further treatment will include systemic therapy. As reported in the initial: it was reported that a patient underwent cryoablation on (B)(6) 2019 for sclerotic bone metastasis with visual-ice cryoablation system. After six minutes into the freezing cycle, the argon gas flow seemed to reduce. Both iceseed needles lost the frost on the needle shaft and it was audible that the argon flow reduced and came to a stop. This could not be resolved by passively thawing with helium. The physician reported that the patient was not injured, but that it is unknown if the treatment was successful. This will be determined at the patient's next follow up exam.

Manufacturer narrative:
A company field service engineer serviced the system and confirmed the reported complaint. Replacing the 10 desiccant tube dryers corrected the issue and the system passed testing utilizing iceseed needles. The investigation determined there was probable contamination in the desiccant tube dryers. CAPA-00288 was opened as a result of the investigation to reduce the amount of time the desiccant used in product is exposed to atmospheric moisture. Galil medical also intitiated recall # 3004462490-10_21_19-001-c to affected customers under 21cfr part 806. The visual-ice user manual requires the user to constantly monitor freezing performance through procedural imaging of the iceball formation to ensure adequate treatment. No patient injury has been reported as a result of this event. As described in b5, follow up with the physician confirmed that the procedure was completed and the goal of palliative treatment was achieved. The patient is reported to be doing well.

Event description:
It was reported that a patient underwent cryoablation on (B)(6) 2019 for sclerotic bone metastasis with visual-ice cryoablation system. After six minutes into the freezing cycle, the argon gas flow seemed to reduce. Both iceseed needles lost the frost on the needle shaft and it was audible that the argon flow reduced and came to a stop. This could not be resolved by passively thawing with helium. The physician reported that the patient was not injured, but that it is unknown if the treatment was successful. This will be determined at the patient's next follow up exam.